Manufacturer narrative:
The delivery device associated with this report was not returned for analysis. However, a device from a separate complaint reporting the same alleged issue from the same site was returned and evaluated. The returned device was analyzed for the presence of the alleged foreign material. The analysis was performed using attenuated total reflectance infrared spectroscopy (atr-ir). The analysis identified the material observed in the syringe barrel as fluorosilicone lubricant, which is used during assembly of the syringe and is acceptable. Therefore, the reported allegation could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. If the original complaint device is returned at a later date, the product investigation will be reopened to perform the appropriate analysis. Based on the available information, the manufacturer has determined that this event no longer meets reporting criteria for the device in question. B3. Date of event: the exact date of the event is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, upon inspection of inventory, the staff noticed a condensation or lube-like substance in the plunger piece in the rezum kit. There was no patient involved.

Event description:
It was reported that, upon inspection of inventory, the staff noticed a condensation or lube-like substance in the plunger piece in the rezum kit. There was no patient involved.

Manufacturer narrative:
B3. Date of event: the exact date of the event is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.